Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-mar-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about 7 months ago they had a revision surgery on their implant due to a lead migration. Caller stated that on june 30, 2024, one of the leads is completely shorted out where every single contact on it is not responsive to the stimulation. Caller stated that lead is on the side that they need the stimulation to be. Caller met with a  representative to try to have it reprogrammed, and that's where they learned that the whole lead and every contact is shorted out. Caller stated they will be having it surgically removed. Caller added that in under 7 months the device stopped working completely for whatever reason, and they can't find out why until the lead is removed. Caller asked if the implant had any warranty because they are being billed the same for the lead revision surgery and the initial implant surgery. Caller stated at the end of the month they will have had 4 surgeries within 2 years counting the initial implant. Agent reviewed warranty information with caller.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-oct-11. The patient clarified that the report that the "device stopped working" was ref erring to one of the two leads, which had "completely stopped working". Every electrode was non-responsive. The reason was not determined. The surgeon was not able to determine the malfunction causing the issue. After removal of the defective lead, the pt received a new system from a different manufacturer implanted.